Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred when there "were no occlusions" and the pump battery depleted quickly. Customer declined to provide further information and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.